Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. . The gender of the baseline characteristics is male and the baseline age is 70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: antibacterial envelope is associated with low infection rates after implantable cardioverter-defibrillator and cardiac resynchronization therapy device replacement: results of the citadel and centurion studies.jacc: clinical electrophysiology. 2017; 3(10):1158-1167. Doi: 10.1016/j.jacep.2017.02.016. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable antibacterial envelopes. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device lot numbers. The antibacterial envelope contained minocycline and rifampin. The article reports that patients experienced device and pocket infections and patients that experienced skin erosion. The status of the envelopes is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.